Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "infection". Patient later reported "bacterial infection". Healthcare professional later reported "seroma". This record is for the right side. The device was explanted. The device was discarded. Patient was prescribed antibiotics.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h6, h11.

Event description:
Patient reported "infection". Patient later reported "bacterial infection". Healthcare professional later reported "seroma". This record is for the right side. The device was explanted. The device was discarded. Patient was prescribed antibiotics.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bacterial infection.

Event description:
Patient reported "infection". This record is for the right side. The device remains implanted.